Event description:
Customer stated, "not shutting off." The product was returned for investigation. The customer did not claim any injury. The product was returned for investigation. The inspector found that the product was failing to turn off after 25 mins. Bce is conducting further evaluation.